Event description:
During service of the ventilator, review of the ventilator log history indicated a previous vent inop occurrence due to an inhalation autozero failure. The customer did not report the occurrence to the manufacturer previous to the service or at the time of its occurrence. There was no patient harm reported. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician did not duplicate the finding. Extended self testing was completed and tests passed per operating specifications.